Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The tube was repaired, however no conclusion can be made as further repair info is unavailable.

Event description:
The customer reported that the 9900 system had poor image quality. No pt injury was reported.